Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked. Although requested, information regarding how the pump screen became cracked was not provided. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.